Event description:
Pt reports that he underwent a splenotomy in 1995, after which he experienced a surgical site infection and was treated. He was subsequently re-admitted on 01/29/1996 and underwent an incision and drainage of a suture abscess. The physician reported in the discharge summary that a "tender crusting area" was presumed to be a suture abscess and a source of irritation and infection. The pt was treated with IV antibiotics. Review of the medical records show that this pt was on immunosuppressive therapy: imuran and steriods.